Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, during the ablation phase, a "fluid loss" alarm error message generated on the system. The procedure was aborted. A cervical leak was observed. In addition, a burn to the cervix approximately 1 cm in size, was reported. The severity of the burn has not been provided. It is unknown at present what method of treatment, if any, was administered to the patient. Additional follow up received confirmed there were no further complications reported with this event. The patient is reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.